Manufacturer narrative:
No device returned for testing. Insufficient information provided. Due to the lot number or item number being provided, investigation cannot be initiated. No investigation completed due to insufficient information.

Event description:
End user reports that her insulin syringes are leaking medication out after drawing. User was not originally using the correct drawing method but after instructions on proper drawing method, user reports that the medication is still leaking out.